Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during an angioplasty intervention treatment procedure, a contrast leak occurred. The 40% stenotic, concentric shaped lesion was located in an av shunt in a non tortuous and non calcified unspecified vessel in the hand. The physician advanced the 3.0-40, 80 wanda balloon to the lesion and when the balloon was inflated it was observed that the device was leaking contrast. The device was removed and the procedure was completed with another 3.0-40, 80 wanda balloon. No patient complications were reported and the patient's status is stable. However, the product analysis on the returned device revealed a pinhole in the balloon. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
(B)(4). Device evaluation: a microscopic examination of the returned device found a balloon pinhole tear over the distal markerband. The tear measured approximately 0.90mm in length. An examination of the distal markerband identified no anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).